Event description:
The customer reported the system is showing a cassette not ready error and system will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the blown fuse in the collimator power supply. The film cassette problem has not yet been repaired, customer can use the printer to produce films. This MDR is related to ge healthcare complaint.